Event description:
Intra aortic balloon was inserted at one hosp and the pt was transferred to another hosp. Three different balloon consoles were used, and all three alarmed gas loss. No blood was present in the extracorporal tubing. The balloon was discontinued, and sent to MFR for further investigation.